Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was found that when reporting a current revision ((B)(6) 2021), that the patient had a previous revision for instability. It is unknown if a rep was present for this surgery. Rep confirmed that no further information will be released by the hospital or surgeon.